Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(4) 2014, and rhe patient was re-implanted with a new device during the same surgery. This report is filed (B)(6) 2014.

Manufacturer narrative:
This report is filed february 20, 2015.

Event description:
Per the clinic, the patient experienced a swelling with exudation around the implant site. Drainage of the site and antibiotic treatment (type, dosage and duration not reported) was attempted; however, the issue could not be resolved. The patient experienced a skin flap breakdown resulting in exposure of the implant body. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2014.